Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a conduction system pacing (csp) implant procedure. During the procedure, multiple attempts to drill the right ventricular (rv) lead into the septum were unsuccessful, and the helix of the rv lead was observed to retract on its own during drilling. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the helix mechanism issue was isolated to the helix being clogged with blood/ tissue. Visual and x-ray examination did not find any anomalies.